Manufacturer narrative:
A lot history review (lhr) of rexl0690 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer at this time for eval.

Event description:
(B)(6) 2014 per (B)(6): while placing PICC in left upper extremity, the wire frayed and coiled back on itself (forming a knot) while being withdrawn from pt. The wire was lodged in the immediate subcuticular tissue, with no vessel involvement. The surgery fellow then made a small superficial skin incision (2mm wide, 1mm deep) and extracted the wire in its entirety. The wire was save in case it was needed for further eval. A chest and lue x-ray revealed no extraneous wire fragments.